Manufacturer narrative:
(B)(4).

Event description:
In medical imaging, the clinician reported the distal lumen fractured during power injection of contrast media, resulting in extravasation injury to the patient. The lumen was aspirated, blood return visualized, and flushed prior to the pi procedure. The power injector was set to max 300psi. Smartsite - carefusion bung insitu: pi commenced, and the power injector began alarming so reporting clinician ceased immediately and the pi tubing was then disconnected. The lumen was aspirated, blood return visualized, and flushed without issue. The smartsite bung was then removed and the pi tubing was connected directly to hub (they considered the bung may be an issue). Pi commenced again but there was no pressure increase and no contrast visualized exiting the catheter. There was no report of pain or discomfort from patient. The pi tubing was disconnected and both lumens were aspirated, blood return visualized x 2, and flushed without issue. The patient's arm was scanned revealing that contrast had extravasated into the upper arm. The patient's upper arm is reported as large, and provided no visual evidence of swelling or extravasation. The patient was checked three days later and there has been no further issue or complications reported. A delay was reported, however, there was no additional harm to the patient due to this delay.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for a rupture catheter was confirmed. No sample was returned by the customer to inspect. A photo of the catheter was provided by the customer. Visual examination of the photo revealed the catheter shows evidence of use, a rupture in the catheter body near the box clamp. No additional evaluation from the photo can be performed. The instructions for use indicates the power injector used with the PICC should not exceed 300 psi. The cautions also indicate not to exceed the maximum recommended flow rate to minimize the risk of catheter failure, warm the contrast media to body temperature prior to power injection to minimize the risk of catheter failure and use 60 in. Pressure tubing between the catheter and power injector equipment to minimize the risk of catheter failure. A device history record review was performed on the potential lot and did not reveal any manufacturing related issues. The probable cause of the catheter rupture could not be determined without a sample. No further action will be taken.